Manufacturer narrative:
The reported event is unconfirmed. Visual evaluation noted received one (1) used 3-way catheter with cut portion of inlet tubing and a straight tipped syringe without original packaging. Visual inspection noted no obvious observations. No root cause could be found because the reported event was unconfirmed. DHR review and labelling review are not required as the reported event is unconfirmed. Corrections: d, g. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the sterile water was leaking from the balloon part. The incident was discovered during cuff check before use on patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the sterile water was leaking from the balloon part. The incident was discovered during cuff check before use on patient.